Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted tria ureteral stent was removed from a patient during a planned ureteral stent removal procedure performed the kidney, ureter, and bladder on (B)(6) 2020. The stent was implanted on (B)(6) 2020. According to the complainant, when the planned stent removal procedure was performed, the stent was noticed to have encrusted, however the stent was able to drain. The entire stent was retrieved cystoscopically with graspers. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.